Event description:
It was reported that episodes of non-sustained rv oversensing were observed due competitive atrial pacing leading to pseudo-pseudofusion, resulting in intermittent undersensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.